Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The manufacturer's technical support (ts) provided the part numbers and prices for solenoid & data acquisition(da) printed circuit board (pcb). The customer swapped solenoids 2 and 4 to resolve the reported issue. The device successfully pass performance verification testing (pvt) after the repair was completed and the unit is back in service. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a machine pressure sensor auto zero failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.